Event description:
The customer reported elevated white blood cell (wbc) content in a filtered red blood cellunit.there was not a transfusion recipient or patient involved at the time of the residual wbctesting, therefore no patient information is reasonably known at the time of the event. (B)(4).

Manufacturer narrative:
Investigation:the donation bag and its leuko reduction filter was received for investigation. Aggregation was observed in the bag. The leuko reduction filter was tested for flow rate and air leaks. A slow flowrate was observed of approximately 25ml/min and it was confirmed that there were no air leaks. The manufacturing records, test records, and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specifications. There have been no other similar complaints against this production lot number. Root cause: the root cause for the leukoreduction failure is undetermined. Leukocyte leakages commonly caused by the following factors: characteristics of blood - there is a possibility of leukocyte leakage due to blood characteristics of donors. Pressure loaded on filter membranes - when a physical stress on filter membranes is greater than expected, the trapped leukocytes are pushed out of the filter and may result in leukocyte leakage.

Manufacturer narrative:
(B)(4). Investigation: the blood was collected per the customer's standard operating procedure. There were no problems with the collection and the unit was processed without incident. Investigation is in process. A follow-up report will be provided.